Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 23, 49 mg/dl. Tests were done with 10 minutes with a difference of 23mg/dl. Patient did not experience any adverse events. No further information has been reported.